Event description:
The following was reported to hamilton medical ag: customer alerted account manager telling them that ventilation stopped on (B)(6) 2024. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer alerted account manager telling them that ventilation stopped on (B)(6) 2024. No health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit shut down during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. The root cause of the event was the batteries totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event.

Event description:
The following was reported to hamilton medical ag: customer alerted account manager telling them that ventilation stopped on (B)(6) 2024. No health consequences or impact reported.